Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the main coil was broken and the delivery wire was kinked. Functional testing was not performed. . The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed, likely that the coil kinked, stretched and then broke (together with the suture) during manipulation of the coil against friction, therefore an assignable cause of procedural factors will be assigned to the investigation.

Event description:
It was reported that the main coil (subject device) broke off from the delivery wire. There were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the main coil (subject device) broke off from the delivery wire. There were no clinical consequences to the patient.